Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. During the call with customer technical support, the customer had not yet address their bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.